Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. It was noted that the patient has steady impedance at the lower level for a long time. The out of range alert was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.